Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 4/22/2016 that a customer had an issue with a urology catheter. The customer reports that during preparation, prior to the device being applied on patient, the small balloon on the tip could not empty despite the suction made by the syringe. Another device was used to complete the procedure.

Manufacturer narrative:
No sample was received for the evaluation. This lot number was manufactured as per defined device master record. All acceptance criteria were met and this batch was released meeting all acceptance criteria. Since the sample was not yet received for evaluation, the reported condition could not be confirmed. The possible root cause for non-deflation is usually associated with the inflation medium mechanism in route into the retaining balloon, which is governed by location of the orifice of the inflation line into balloon. The off center orifices that are located too near to the edges of the balloon will lead to pressure exerted in non-symmetrical manner creating a blockage on the orifice. An actual root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further action required. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
The sample was received in a packaging bag that differs from the original packaging pouch. Based on the description, the defect mode is likely related to non-deflation, which is used for retaining devices in the foley catheter. Therefore the sample was inflated with air, as per normal inspection procedure. The sample was able to be inflated and deflated normally. Then the sample was tested for inflation and deflation testing using water and no problem was observed as it can be deflated completely and the volume recovery for the deflation is comply within standard. The time taken for the sample to deflate surpasses the standard requirement for deflation and passed the requirement as per stated in the standards. Thus the deflation of the balloon was within the standard. Therefore, the reported condition cannot be confirmed as the reported incident cannot be duplicated and the product was found functional. Since the reported condition was not present, the exact root cause of the reported condition could not be determined. The probable root cause for non-deflation usually is associated with the inflation medium mechanism in route to the retaining balloon which is governed by the location of the orifice of the inflation line into balloon. The off center orifices that are located too near to the edges of the balloon will lead to pressure exerted in a non-symmetrical manner thus can create blockage on the orifice. However, the dink location for this returned sample is in the center of the balloon, thus the off center dink location is not an actual root cause for this complaint. The other possibility of non-deflation might be associated with the suction force used by the syringe during the deflation process. Suction with a syringe will create a vacuum force to the inflation airline and collapse the lumen that then results in blockage of the airline. It should be released freely without any forces applied. No negative complaint trend exists and as the reported condition cannot be duplicated, corrective action will be limited to the manufacturing awareness issue. No further corrective action is required at this time.